Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure hst iii system (3.8mm)seal remained in casing upon deployment. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The hsk iii device was returned with aortic cutter to the factory for evaluation on 13mar2020 and investigated on 15apr2020. Sign of clinical use and no evidence of blood was observed. A visual inspection was conducted. The safety lock on the aortic cutter was disengaged and the actuation button fully depressed inside the tool with the cutter and spiral needle deployed. The cutter was in a deployed state with the actuation button approximately 1 inch inside the tool. No visual deformities were observed. The delivery device was returned inside the loading device with the seal observed outside the loading device window. The seal and tension spring assembly remained inside the loading device. The blue slide lock was dis-engaged and the plunger was not depressed on the delivery device. The seal was taken out from the loading device for inspection. There was no sign of crack/delamination on the seal. The following measurements were taken; the inner delivery tube diameter was measured at .199 inches. The outer diameter was measured at .219 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. Based on the received condition of the device the reported ¿activation problem¿ was not confirmed but confirmed for the analyzed failure mode ¿fitting problem¿ .

Event description:
The hospital reported that during a coronary artery bypass procedure hst iii system (3.8mm)seal remained in casing upon deployment. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Internal complaint number: (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure hst iii system (3.8mm)seal remained in casing upon deployment. A replacement device was used to complete the procedure. The hospital did not report any patient effects.